Manufacturer narrative:
Summary evaluation: the reason the insert would not fit into the base plate intra-operatively can not be determined, however, as the dimensional inspections did not highlight any defects that may have brought about this event and the insert locked into the base plate, it is considered that the event is not device related.

Event description:
Insert would not lock into baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.